Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system, with a reported blood glucose of 309 mg/dl and no food intake, and the user also referenced a prior device alert; the agent advised a complete infusion set change and discussed possible infusion site issues such as scar tissue and a potential device malfunction-related issue could not be ruled out. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with a recommended supply change and instructions to call back if glucose did not improve. Investigation included telephone-based troubleshooting and education regarding infusion site rotation and set replacement. Investigation of this case revealed an unclear cause of hyperglycemia, with potential contributors including infusion site issues and an unresolved alert possibly indicating a device or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.